Manufacturer narrative:
Return request has been sent to the representative. If the product is returned, analysis will be performed and this report would be updated at completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix difficulty allegation was confirmed, based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of low amplitude/poor morphology, impedance issues, high pacing thresholds, loss of capture and micro-perforation. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.

Event description:
It as found during routine follow up that this right ventricular (rv) lead exhibited low amplitude/poor morphology, impedance issues, high pacing thresholds and loss of capture due to micro-perforation. During reposition, this lead exhibited helix extension issues. Subsequently, this lead was explanted. No additional adverse patient effects were reported. This product was returned for analysis.

Manufacturer narrative:
Return request has been sent to the representative. If the product is returned, analysis will be performed and this report would be updated at completion of analysis.

Event description:
It was reported that right ventricular (rv) lead exhibited low amplitude/poor morphology, impedance issues, high thresholds and loss of capture due to micro-perforation. Lead also exhibited helix issues during attempted reposition. No additional adverse patient effects were reported.